Event description:
During the transapical tavr procedure, the sapien xt valve was deployed too ventricular and canted, which resulted in moderate - severe paravalvular leak (pvl). The deployment of a second valve was required. Initially the sapien xt was positioned 50:50, however during inflation the valve fell a bit ventricular. The surgeon attempted to push the valve forward but the valve did not move easily. The valve was taken to full inflation and the post deployment echo showed a large pv leak. A post dilation with an additional 2 cc (to the nominal prep) in the delivery system was performed. The pvl remained unchanged. An aortic root shot showed that the valve was low on the right cusp at approximately 75:25 ventricular and 60:40 on the left coronary cusp and non coronary cusp. The valve appeared stable and the patient remained hemodynamically stable. After careful review of echo and aortic root injection, it was determined that a second valve would likely minimize the pv leak. A second valve and delivery system was prepped with an additional 1cc. The second valve was positioned a couple cells higher than the first valve and was deployed 50:50 in relation to the first valve, which reduced the pvl to trace. The patient was stable throughout the procedure and the apex was closed successfully. The balloon had been inflated to 30% when the physician attempted to reposition the valve more aortic; however, the valve got caught up on the native calcium. No additional intervention was performed as the patient was on steroids and had a stable apex. The moderate-severe pvl was attributed to the malposition of the valve. The native aortic annular diameter measured 27mm by tee, 28mm by tte and 24.9mmx30mm with an area of 592.3mm² by CT. The aortic annulus and leaflets were moderately calcified. Additionally, the image intensifier angle was described as good and the coaxial alignment of the valve and delivery system was described as fair. Ventilation was held and there was no loss of pacing capture during deployment.

Manufacturer narrative:
UDI reference number: (B)(4). Per the instructions for use (IFU), valve malposition and valve regurgitation (paravalvular leak) requiring intervention are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause for the too ventricular and canted position of the valve cannot be confirmed, however, procedural factors (fair coaxial alignment of the valve and delivery system) may have contributed to the event. The subsequent moderate-severe pvl was a result of the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.